Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation. It was noted that the patient tried to recharge on the morning of report because his battery was low. It was noted that the patient turned his device on with the recharger. It was noted that with his programmer and recharger he could not turn his stimulation off. It was noted that the stimulation was bothering the patient because the stimulation was too strong. It was noted that when the patient turned stimulation on the day of report he felt a shock and the stimulation stayed on. It was noted that the patient got his patient programmer to turn his stimulation on and when he synched the patient said that the patient programmer batteries were depleted. It was noted that the patient got a set of replacement batteries and was seeing the manufacturer¿s splash screen. It was further noted that the patient tried another set of batteries and saw the patient programmer battery low information screen. It was noted that the patient tried to turn the stimulation off with the recharger. It was noted that the recharger was not showing that stimulation was off. It was further noted that the patient was able to get the stimulation off with the recharger. It was noted that the stimulation was very intense. The reporter stated that he felt an increase when he pressed the stimulation off button and then the stimulation stopped and went off. It was noted that the patient normally felt stimulation in his back and legs. It was further noted that he was feeling stimulation in his stomach and it was shocking. It was noted that the patient reported no falls, traumas, or medical procedures. It was further noted that the patient was not around anything electronic. Additional information received reported that the patient had concerns regarding their device or therapy but that they were working with their doctor or manufacturing representative. It was noted that the patient had an appointment on (B)(6) 2013.

Manufacturer narrative:
(B)(4).